Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uti¿s, rectocele, painful intercourse, and urinary incontinence.

Manufacturer narrative:
(B)(4). The patient underwent mesh removal surgery on (B)(6) 2010 due to mesh erosion, pain, urinary tract infections, and dyspareunia. (B)(4) dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of mesh on (B)(6) 2010 concurrently with implantation of another mesh, posterior colporrhaphy and cystourethroscopy. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-08532. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2008 and mesh was implanted. The patient experienced physical pain, stomach and vaginal pain, persistent infections, urinary incontinence, and will require additional medical treatments.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.